Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they  had an incident last friday where forgot about the security gates in the mall and it set the implant off. When asked, patient said that it didn't turn off however it overstimulated the device and gave a big burst of pain which subsided shortly afterwards. Patient checked the device after the incident and said that the therapy was still working. Patient said didn't have external devices with them when went shopping. Documented event. No further action taken by patient services.